Event description:
It was reported that the balloon could not be inflated during use. There were no patient complications.

Manufacturer narrative:
One catheter was received with a monoject 1.5cc limited volume syringe attached and a contamination shield attached approximately 82cm from the tip. The balloon inflated but could not maintain inflation due to puncture in the catheter body. The puncture allowed blood to enter the inflation, optics and thermistor lumens. There was no blood visible on the optics and thermistor connectors. The pa distal, proximal injectate and thermal filament lumens were patent without leakage or occlusion. There was no visible damage observed on the returned monoject 1.5cc limited volume syringe. Lot number was not provided, therefore review of the manufacturing records could not be completed. The report of balloon inflation issue was confirmed; however, there are no indications that this is related to the manufacturing process. Review of the available information suggests that procedural factors may have contributed to the leakage reported. No actions will be taken at this time.